Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. F information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with odontoid process fracture; and underwent anterior cervical fixation at c2. Intra-op, when the guide wire was being inserted through the guide from the anterior side, the tip broke and got stuck inside the bone. The second guide wire was continued to be inserted. The guide wire that had been stuck inside the bone was removed after drilling and then screw was inserted. There was a delay of less than 60 minutes in overall procedure time as a result of this event. No broken fragments of the guide wire remained inside the patient. No patient complications were reported.